Manufacturer narrative:
Evaluation summary; the iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient experienced difficulty seeing. The lens was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned in a non-company lens case. Solution and a small trace of what appears to be blood was dried on the lens. The optic is torn/cut into two pieces typical of an insertion and removal. The optic edge it torn toward the center. Small split/cracked areas of damage are observed within the central optic rings. A lens bench evaluation could not be conducted due to the lens being returned in pieces and the additional lens damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated handpiece is unknown. A non-qualified viscoelastic was used. The product investigation could not identify a root cause for the complaint of "difficulty seeing, replaced iol". The lens was damaged. The lens was returned in two pieces, typical of a removal. A lens bench evaluation could not be conducted due to the lens being returned in two pieces. Information in the file indicated that the 20.0 diopter lens was replaced with a non-company lens model with a higher diopter (20.5 diopter). The manufacturer internal reference number is: (B)(4).